Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal pelvic floor. It was reported that the spot that they put the previous device in their back dropped, causing the implant to move and to patient to be sitting on it all the time which was uncomfortable for years. The patient said that they never did any thing about it and just dealt with the pain until device was replaced. Agent offered to walk patient through the therapy information, but patient declined. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.